Event description:
Straining to void; blood in urine. Embryoid rhabdomyosarcoma.

Manufacturer narrative:
Q-med assesses this occurrence of embryoid rhabdomyosracoma in this child as unrelated to treatement with deflux based on current knowledge of this soft tissue sarcoma. This child has a past history of epispadias repair. Rhabdomyosarcoma (rms) is the most common soft-tissue sarcoma occurring in the childhood and adolescence. Soft-tissue sarcomas are the sixth most common cancer in children and collectively account for about seven percent of all pediatric cancers. Approx 350 new cases of rms occur each year in the us. The most common sites of presentation are genitourinary and parameningeal, accounting for 29% and 24% respectively of all rhabdomyosarcoma. Nearly 50 percent of cases of rms are diagnosed in children aged 5 years or younger, with a smaller incidence peak in mid adolescence. The tumor is slightly more common in males than in females (about 1.3 to 1.4 times more common). Rms arises from rhabdomyoblast, which is a primitive muscle cell. Embryonal tumors comprise more than half of all rms cases and these tumors tend to occur in younger children. Most tumors occur sporadically, with no predisposing associated risk factors. However, rms has developed in children with well-defined familial cancer syndrome or a variety of congenital anomalies. In an autopsy series performed in children and adolescents with rms, congenital anomalies were identified in 37 of 115 (32%) pts. We assess this report as a not unexpected chance occurrence of this event.